Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-02146, 1627487-2022-02147, and 1627487-2022-02149. It was reported that the patient was experiencing ineffective stimulation. As result, the patient had additional leads implanted on (B)(6) 2022 and the s1 leads were explanted resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.